Event description:
The customer reported that control-iq was not adjusting insulin delivery as expected around the time they received a new pump. After receiving education from technical support on how control-iq predicts and adjusts insulin delivery based on continuous glucose monitor readings, the customer understood the functionality and acknowledged that the pump was operating as intended. Reportedly, the customer had a blood glucose level of 45 mg/dl. The customer responded to the low blood glucose level by consuming carbohydrates and glucose tablets. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Corrected b5.

Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Customer's blood glucose was 45 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. After receiving education from technical support on how control-iq predicts and adjusts insulin delivery based on continuous glucose monitor readings, the customer understood the functionality and acknowledged that the pump was operating as intended.